Event description:
The rptr stated that rptr did back to back blood glucose tests, 5 minutes apart, with results of 87 and 140 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. On follow-up, the rptr stated that meter has never been cleaned, and that rptr has never done a control test. No further info on the rptr was provided. No harm was alleged.